Event description:
They alleged the head will run up a few inches and then run back down.

Manufacturer narrative:
The biomed found a pinched wire in the left siderail. The biomed repaired the wire to resolve the problem.